Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 486 mg/dl and high ketones. Customer was treated with intravenous fluids of saline and insulin which resolved the issue. A system check was ultimately performed, and it was determined that the customer had experienced an occlusion alarm leading up to the hospitalization. At the time of the call with tandem technical support (cts), the customer was still admitted to the ICU with no known permanent damage. Multiple contact attempts were made by cts to obtain additional information regarding the reported issues; however, no response was received. No additional patient or event information was available.

Manufacturer narrative:
D1, d2b, g4 d1, d2b, g4.